Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 978 mg/dl at the time of hospitalization. The customer's mother stated that the customer experienced vomiting, chest and stomach pain, fever, rapid heartbeat, and shortness of breath. He was treated with 12 units of insulin via manual injection, and the blood glucose reading dropped to 304 mg/dl. The mother stated that he was now out of diabetic ketoacidosis but still had high blood glucose levels. Confirmed that the customer had been wearing the insulin pump at the time of hospitalization but was also wearing an insulin drip. Upon troubleshooting, it was found that insulin did exit the tubing and no leak was observed. All settings were confirmed to be correct. Nothing further reported.